Manufacturer narrative:
(B)(4).

Event description:
(Os 17.334). The dentist reported a year and 1 months after the dental implant was installed in intraoral region #3. It was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed.